Event description:
It was reported that during the implant procedure, the physician was unable to position the 4193 lead and 4194 lead into the target vessel. The leads were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted the proximal conductor is distorted, and there is blood/body fluid in the conductor (not obstructed), damaged at implant; (B) (4) device returned but no anomalies were found.